Event description:
It was reported that a pump alarm was heard and telemetry confirmed a critical alarm due to an empty reservoir. The cause of the alarm was due to a missed refill appointment. The low reservoir was set at 2 milliliters for (B)(6) 2013. The event logs were reviewed and the empty reservoir alarm occurred on (B)(6) 2013. The reporter was only able to aspirate a drop or two of fluid from the reservoir on (B)(6) 2013. The patient was asymptomatic. The physician wanted to decrease to a quarter of the intrathecal doses and the patient's pump was decreased 75% on (B)(6) 2013 and the med expiration date was (B)(6) 2014. It was noted the patient had not returned for another pump fill and he missed his pump fill scheduled for (B)(6) 2014. Per the hcp no troubleshooting or other actions taken. The patient had not been seen since (B)(6) 2013 and it was unknown how the patient was doing. This device system delivered fentanyl, bupivacaine, and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).